Event description:
Reporter stated that pt's inr with device was 2.0 (pt's therapeutic range: 2.0-3.0), and then two weeks later the pt went to the hosp (in 2005) with a gi bleed and a lab inr value of 9.6.